Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during an unrelated procedure, the pulse generator upon the use of electrocautery exhibited loss of output. The device was explanted and replaced.